Manufacturer narrative:
Based on the information provided, it cannot be determined that the patient's bleeding event and subsequent death are related to v.a.c.® therapy. It is unknown if the patient was on anticoagulant therapy given her extensive cardiac and thoracic surgical history, in which the patient would be prone to bleeding. There have been several attempts made to gather additional information, but there has been no response. Device labeling, available in print, states: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. · patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: · suturing of the blood vessel (native anastomosis or grafts)/organ. · infection. · trauma. · radiation. · patients without adequate wound hemostasis. · patients who have been administered anticoagulants or platelet aggregation inhibitors. · patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Warnings: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Always ensure that v.a.c.® foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, bio-engineered tissue or multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. Caution should be taken when treating large wounds that may contain hidden vessels which may not be readily apparent. The patient should be closely monitored for bleeding in a care setting deemed appropriate by the treating physician. Device identifier not provided.

Event description:
On (B)(6) 2016, the following information was reported to kci by the israel distributor representative: a (B)(6) female patient with a sternal wound "started her treatment on (B)(6) 2016, visits every 3 day, continuous pressure 125mmhg." On (B)(6) 2016, the physician at the nursing facility noticed the patient was bleeding. "We do not know if she turned off the unit but we know that she took off the dressing." The patient expired shortly after. No additional information is available. Images were provided which showed the wound's appearance on the first and last visit. The wound exhibited granulation. Additional images of the patient exhibited evidence of a bleeding event. There have been unsuccessful attempts made to obtain the activ.a.c.® therapy device serial number, therefore a device evaluation could not be performed.

Manufacturer narrative:
Based on the information provided, kci's assessment remains the same; it cannot be determined that the patient's bleeding event and subsequent death are related to v.a.c.® therapy. There have been multiple attempts made to gather additional information (nov 28 2016, dec 06 2016, and feb 02 2017 via email requests), but there has been no response.

Manufacturer narrative:
Based on the new information received, kci has determined that the alleged event "bleeding and subsequent death" would not be reportable as there is no relationship between the device and the alleged event.

Event description:
On nov 13 2017, the following information was reported to kci by the (B)(4) distributor representative: the healthcare practitioner regards the role of the kci/systagenix product in the alleged event as "no relationship between the use of a kci/systagenix product and the event."